Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the centrimag console was evaluated following the reported event of m4 alarms; however, it was determined that the console was unrelated to the cause of the reported event. Per the evaluation of the returned centrimag motor, it was revealed that the root cause of the reported event was related to the returned centrimag motor. The reported event could not be correlated to an issue with the centrimag console. The serial number of the centrimag console was not reported with the event. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1- a4: no patient involved. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was an m4 "motor alarm" on a centrimag motor while it was being used to prime an extracorporeal membrane oxygenation (ECMO) circuit. There was no patient on this motor at the time of the alarm. The customer was able to use the motor to complete priming of the circuit and then removed the motor from service before it could have been placed on a patient. The customer stated that they think that this particular motor had this issue "a few years ago".